Event description:
The patient came in reporting instability due to laxity and the cause of the laxity is unknown. About 11 months after the primary surgery, the surgeon revised the insert with a higher one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 february 2022: lot 2007489: (B)(4) items manufactured and released on 09-sep-2020. Expiration date: 2025-aug-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.